Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. Subsequently, this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. No adverse patient effects were reported. This s-ICD and electrode remains in-service. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the oversensing and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. Subsequently, this system was explanted. No additional adverse patient effects were reported. Device was return for analysis.